Manufacturer narrative:
The customer-reported issue could not be reproduced or verified during investigation testing. Functional inspection found all four wells of the battery charger to be providing charging support at 13.8vdc as designed. The freedom onboard batteries used by the customer were not returned and therefore could not be tested as part of this investigation. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4748 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the freedom battery charger does not support patients. The freedom battery charger has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom battery charger is a tabletop charger that can charge up to four onboard batteries that are not in use in the driver. The freedom battery charger does not support patients. The customer, a syncardia certified hospital, reported that a patient's freedom battery charger wells were not working.